Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was under the gradual rise in shock impedance advisory. The physician opted to replace the rv lead during a revision procedure. This rv lead was explanted and replaced with a new lead successfully. No additional adverse effects were reported. This rv lead was returned to facility and is awaiting analysis. No additional information was reported at this time.